Event description:
The customer complained that the casters would spin when the brake was engaged.

Manufacturer narrative:
The technician replaced four brake casters, which resolved the issue. The stretcher is operating within specification. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.